Manufacturer narrative:
Additional information regarding the programming changes to the device, reported in describe event or problem.

Event description:
New information revealed the device was not reprogrammed earlier. The device continued to oversense post paced t waves. The reprogramming changes were made on (B)(6) 2017. The patient was asymptomatic before, during and after changes. No further episodes were noted since the programming changes were made.

Event description:
It was reported that when an asymptomatic presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on a stored egm. The device has the reprogrammed. Patient remained asymptomatic and is doing fine.